Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen became nonresponsive with a dark display, though the device vibrated on wake and beeped on the charger, and the issue persisted after cleaning, stylus testing, charging, forced recalibration, and restart, leading to replacement. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms or alerts reported and continued use of cgm via the mobile application. Investigation included guided troubleshooting, attempts to recalibrate the capacitive touch sensor, restart on charger, cleaning of the screen, and third-party interaction checks. Investigation of this device revealed the complaint was successfully duplicated and found to be caused by intermittent communication to the display.